Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The lesion being treated was a circumflex lesion. Calcification and tortuosity are unknown. The physician was unable to cross the lesion with a taxus express2 8.8% 2.5mm x 12mm stent. The physician was able to cross the lesion with a taxus express2 8.8% 2.5mm x 8mm stent. There were no pt injuries reported.